Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the viewer and common compute controller to resolve the issue. The system was tested and verified as ready for use. This viewer unit was returned for failure analysis, and the reported 319 error was confirmed but not replicated. Upon checking logs, it was found that error 319 had occurred, indicating a node not responding upon startup specifically nodes sdch and ac_8b thus confirming the reported event. A visual inspection revealed no issues related to the reported event. The viewer was installed onto a golden system and functioned as designed. After several power cycles, no errors were observed, and the reported issue could not be replicated during system testing. As a result of this investigation, failure analysis was unable to identify the root cause. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system repeatedly issued non recoverable fault 319 while the team attempted to set up the robot before a case. The caller stated that the system had already been restarted multiple times, including several standard reboots and at least one hard power restart, but the fault 319 continued to recur and the issue persisted despite these troubleshooting steps. There was no report of patient involvement or reported injury.